Manufacturer narrative:
The device history record was reviewed and no anomalies were found. The field service engineer tried to recreate the reported event and it was not possible. Preventative maintenance and electrical safety check passed. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the shutdown of the stellaris system during surgery. The customer restarted the device and the device ran without any further issues. No patient impact reported.

Manufacturer narrative:
It was reported that a capsular rupture and subsequent vitrectomy occurred during this procedure. The user facility confirmed it did not occur due to the shutdown but during the implantation of a non-b&l iol. After the system was restarted after the shutdown the surgery proceeded. The system issue could not be duplicated. We are unable to determine the cause of the event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.